Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, new or worsening. There was no report of medical intervention. No additional information can be requested at this time. Additionally, device was returned to the third-party service center for evaluation, during the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. The device has a missing modem flip door with cosmetic defects which is scratched ui panel and damaged buttons on upper enclosure. Faulty parts replaced and device was corrected. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.